Manufacturer narrative:
A specific cause for the reported infection could not be conclusively determined through this evaluation infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 9 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced sudden onset of shaking chills. The patient was admitted to hospital via emergency department. Blood culture revealed streptococcus lutetiensis. It was reported that the patient did not experience sepsis. White blood cell (wbc) count was 10.49 to 11.0 × 109/l. The patient¿s temperature was 99.3 degrees fahrenheit. Vancomycin, daptomycin and zosyn infusion were started. Repeat cultures were negative. Patient was switched to rocephin infusion for 6 days. The infection was assumed to have been seeded into the pump, though no clinical testing reveals this. There was not any evidence of a lvad driveline or pump pocket infection. Technical service reviewed the log file submitted which showed no unusual events within the logs. No additional information was provided.